Manufacturer narrative:
The service maintenance actions performed by the fse resolved the issue.

Manufacturer narrative:
The ca 15-3 reagent information was not provided. The hiv reagent lot number is 869764. The expiration date was not provided. The field service engineer (fse) observed bubbles in the reagent due to a bent bead mixer paddle, as well as a defective pinch tube. The investigation is ongoing.

Event description:
There was an allegation of questionable results for elecsys ca 15-3 ii, and elecsys hiv combi pt on a cobas e 411 analyzer (disk system). On (B)(6) 2026, the initial hiv result was 25.17 coi, interpreted as reactive the sample was repeated, and the result was 23.18 coi, interpreted as reactive. On (B)(6) 2026, a result of 4.98 coi was provided, interpreted as reactive. On (B)(6) 2026, a result from an unknown method was provided of 0.09 s/co, interpreted as non-reactive. On (B)(6) 2026, the initial ca 15-3 ii result was <1.0 u/ml. The sample was repeated twice, and the results were 138 u/ml and 32 u/ml. It is not clear if the results from each test are from one patient sample or 2 patient samples. For the hiv combi test, it is not clear if all results are from the same sample or different samples. Clarification has been requested but has not been provided.